Event description:
It has been reported to philips that the wireless footswitch did not connect with the allura system. The wifi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The customer is currently using the wired footswitch. Updated codes based on investigation.